Event description:
On (B)(6) 2012, the reporter contacted the animas corporation and claimed that the up and down keypad buttons had become intermittently responsive. The reporter stated the issue began around two months ago. It was also alleged that the symbols were worn off of the keypad. The patient reportedly wore the pump in a pocket and did not clean it. The keypad was reportedly intact and the pump was not exposed to water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4). Product analysis investigation information was not provided in the initial report although information was available at the time. The results are included in this supplemental report. During investigation the up, down, and ok buttons were tested and respond to user input. The alleged failure could not be duplicated. The contrast button intermittently responded to user input. Contamination was found under all keypad button contacts. The display screen was faded and increasing the contrast setting did not improve the issue. Unrelated to the complaint the display lens is scratched and the paint was peeling from the pump. At the time of the contact to animas the user stated that the patient was still able to use the pump. The patient also had a backup plan in place and there was no alleged injury.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.